Event description:
New information received stated that there were multiple aborted shocks with evidence of rv lead noise.

Manufacturer narrative:
Correction - h6 - signal artifact code should have been oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the hospital to have the right ventricular (rv) lead explanted due to lead fracture. It was also noted that the rv lead was exhibiting noise. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. No patient condition was reported.